Event description:
It was reported the pt's stimulation is shutting off on its own and he has to use the pt programmer to turn stimulation back on. Pt education and reprogramming were tried to no avail. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.